Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2019 and suture was used. The tip of the needle broke off and fell into the patient. The tip was not found. No additional information available. No patient consequences reported.